Event description:
On (B)(6) 2013, a pt reported being seen in the e.r. After experiencing redness, pain and blurry vision in the os while wearing 1-day acuvue moist brand contact lenses. The pt's hospital chart indicates that the pt presented to the e.r. On (B)(6) 2013 with c/o redness, irrigation, light sensitivity and testing os x 3 days and "woke up" with it saturday morning" ((B)(6) 2013). The pt reported using some of his/her sibling's antibiotic eye ointment with no improvement of the symptoms. Sle: os no corneal abrasion, no corneal flare, no corneal ulcer, no fb and no fluorescein uptake. Va: 20/20 od 20/25 os; pressure od 19 and os 13. Diagnosis: conjunctivitis os with considerable conjunctival injection irritation. Treatment: tetracaine 0.5% ophthalmic solution 1 drop and pred- g 0.3-1% opthalmic suspension gtts qid for 7 days, "this case was discussed with ophthalmology." The pt was instructed to f/u with ophthalmology later this week. The pt then presented to the prescribing eye care professional (ecp) who diagnosed the pt as having an allergic reaction to the lens material; the pt had been wearing 1-day moist product for 2-3 years without event prior to presenting to the e.r. The pt was seen by another ecp for a second opinion. On (B)(6) 2013 additional info was received from the second ecp. Pt chart indicates: 05/14/2013: os two weeks ago the pt was diagnosed with viral conjunctivitis by an ER doctor; treated with prednisone and gentamycin but it did not help. The os is painful to the touch especially on the lids. Vision is also blurred. The pt wore glasses for one week and it was not getting better so the pt switched back to daily contact lenses. Pain 3 on a 1-10 scale (10 worst). The pt reported that the ER doctor checked to find a scratch but did not find anything. Presenting contact rx os: 1-day moist -5.75 bc 8.5 dva 20/30. Eyelids are normal. Conjunctiva os generalized hyperemia of the bulbar conjunctiva. Severity of presentation estimated at 2+ moderate. Sle: corneal epithelium, stroma, endothelium tear film, clear and healthy. Ac: os cells are noted. Trace. Diagnosis: os acute unspecified iritis/ iridocyclitis; acute unspecified conjunctivitis. Treatment plan: bilateral: continue gentamycin qid, increase pred 1/qt q2h os. No abnormal observations were noted for the od. F/u (B)(6) 2013: the pt reported that the condition os has not improved since the last visit. Pt reports pinpoint pain, like a knife is stabbing temporally. Redness has not diminished. Vision os still blurred. The pt has been wearing glasses since the last visit except for two times for the full day of work. Presenting spectacle rx os - 6.00/-0.25 x95 dva 20/30-. Os: glands show no blockage and no signs of inflammation. Swelling of the eyelid is present. The changes are noted on the upper eyelid. One small spot mid-temp, above lashes. Conjunctiva: no abnormal observations were noted for the od. Os general hyperemia of the bulbar conjunctiva. A fine, relatively flat papillary response is noted in the conjunctiva. No abnormal discharge is noted. No staining with vital dyes is noted. Sle: chambers are deep with no evidence of cells or flare. Treatment: bilateral d/c gentamycin, taper pred qid od add lastacraft bid os and warm compresses. Diagnosis: acute unspecified conjunctivitis os. F/u via phone conversation (B)(6) 2013: "eye improved a little with drops, wore srx all last weakened and it resolved, started with cls this week and irritation returned." Trial rx no change from initial visit. Treatment conjunctiva: "pt thinks it could be new box of cls, will pull some new trials for pt to try for a couple days, pt will d/c cls until then." Diagnosis: acute unspecified conjunctivitis os. No additional info was provided. The pt has returned to wearing the sample product without further event. A lot history was requested. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. Sixty-four sealed blisters of the same lot were returned for eval. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
A device from the same lot of the actual device in incident was evaluated. Visual exam. No conclusions can be drawn.